Manufacturer narrative:
Investigation: customer returned (6) 1cc, 12.7mm, 29g syringes in an open poly bag with the shelf carton from lot # 7103761. Customer states that the syringes can draw the drug but cannot deliver it back. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 7103761. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that before use of the syringe 1ml 29ga 12.7mm 420cas italy vig the syringe can draw medication, but not deliver the medication. The following information was provided by the initial reporter: the patient refers that the syringes ((B)(4)) can draw the drug into the barrel but cannot deliver it back.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 1ml 29ga 12.7mm 420cas italy vig the syringe can draw medication, but not deliver the medication. The following information was provided by the initial reporter: the patient refers that the syringes ((B)(4)) can draw the drug into the barrel but cannot deliver it back.